Manufacturer narrative:
(B)(4).

Event description:
Received info that an 840 ventilator was inoperable. Device was not being used on a pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced analog interface (ai) printed circuit board assembly (pcba). Device pass all tests.